Manufacturer narrative:
On 7/7/2015 the fse replaced the inlet and outlet check valves and verified proper pump pressure. The fse ran both levels of quality controls (qc)10 times each with no errors detected. The probable cause of the event wa sfailure of the inlet check valve. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA 2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event.

Event description:
On (B)(6) 2015 a customer reported that the control is showing imprecision with their g8 analyzer. On (B)(4) 2015 a field service engineer (fse) was dispatched to address the reported event. There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.